Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer complaint of a labeling issue was confirmed through a review of customer supplied photos. The customer ordered sixty two (62) m2 front cases under part number tc10012515, however they received sixty two (62) m1 rear case under part number 49000459. Review of one of the customer supplied photos showed a photo of the packing list confirming that sixty two (62) m2 front cases under part number tc10012515 were ordered as noted. Review of another photo showed a fedex box with incorrect m1 rear case part number 49000459 affixed to the box, however this box label confirmed correct delivery # for the m2 order. Review of a third photo showed an opened box of part number: 49000459 (kit shielded rear case assy pcu 1.5) keypads. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or production failure record search was performed since no source device serial number was reported by the customer. The issue was also been brought up to the attention of the supervisor of warehouse operations via email (email attached to file). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that they received incorrect parts and the box was labeled incorrectly. Under sales order 15396897, customer ordered 62 m2 front cases. Part number tc10012515. The shipment they received was m1 rear case part number 49000459. There was no patient involvement.